Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed a step during testing. The device's flow straightener was replaced to address the issue. (B)(4) - flow straightener.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported.